Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one bd vacutainer® push button blood collection set, the rubber seal malfunctioned causing blood to leak into the vacutainer holder. No patient or user impact reported.

Event description:
It was reported that while using one bd vacutainer® push button blood collection set, the rubber seal malfunctioned causing blood to leak into the vacutainer holder. No patient or user impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 31-janr-2025. Investigation summary: bd received one customer photo and two samples (1 used and 1 unused) for investigation. The customer photo depicts a device with blood leakage in the holder. The unused sample underwent functional tests using ten tubes per needle to assess the device's functionality, and it passed with no evidence of side pierced sleeves, poor sleeve recovery, or leakage during the draw. Additionally, the used sample was visually inspected for sleeve leakage and failed the test due to blood leakage in the holder. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.